Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for the treatment of bladder issues. It was reported that last week, on wednesday, they had just finished speaking to a rep and all of a sudden felt a crack,snap,explosion in their body. Patient said wasn't doing anything and doesn't understand what could have happened. Patient said then they couldn't urinate so on thursday went to the hospital. Patient said they don't think that they really tested if patient has an infection and they put in a bag and wouldn't provide patient with any antibiotics. Patient said that that the bag is uncomfortable and they don't feel like it was sterile. Patient has an upcoming appointment next tuesday, (B)(6) with their hcp. Agent redirected patient to seek more urgent medical care if needed, however patient said they have the bag. Patient was redirected to review concerns with physician at appointment next tuesday.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after their device was reprogrammed they went to use the program used by clinician, but a different program appeared.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins stopped working 2 times and the first time it was their birthday. Patient said the current device is bad and they don't know when they are going to stop urinating again. Patient said the second time it stopped working was last christmas. Patient said the ins will stop without warning. Patient said they're supposed to go into the hcp office on tuesday (later changed their story to monday) to take the bag off to try and urinate. Patient said they are scared they won't be able to urinate and don't know what to do. Patient said "a lot of this has become psychological" but patient did not clarify this statement. Asked patient if they needed help making adjustments or if they needed in-person help and they said the rep helps them with that. Please note, patient services did their best to interpret all repetitive information given, but patient was insistent and didnot give ps many chances to speak and help. Redirected to hcp for all concerns and patient said they just called because they wanted to complain. Apr-26 they heard a big bang/loud pop with their device about 1.5 months ago and cannot urinate since and the machine is dead. The caller reports that they have spoken to their hcp but "they think I am crazy". Reviewed that we do not have a way to connect to the device remotely to check it. The caller reports that they want their compliant logged. Patient services (pss) tried to explain that all of their devices have been the same model number and the caller disagreed. The caller reported that they need to use "a bag" now. The caller reported that the hcp rushed to put an implant an imperfect device when they should've waited longer for one that was not defective. Pss reviewed there were no recalls that recommended explant. The caller disagreed. Pss continually advised the caller to consult a license medical professional. Pss redirected the caller to hcp and ended the call.